Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support (ts) to report a screen brightness problem identified during the power-up of a liberty select cycler. The pdrn stated the screen was dim despite the display brightness being set to 10. The pdrn tried rebooting the cycler, but the screen remained dim. Due to the screen brightness problem, the ts representative issued a replacement cycler to the peritoneal dialysis (pd) user facility. Upon follow up, it was confirmed there was no patient involvement as the reported issue occurred on a training cycler. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the facility. Upon evaluation of the returned cycler, an internal short was identified on the transformer of the inverter board.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the display brightness functional check failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained dim. It was identified that the cause for the dim screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.